Event description:
Litigation papers allege: patient complained of hip pain after surgery. Patients physician diagnosed patient as suffering from trochanteric bursitis and prescribed aggressive physical therapy and injections of lidocaine, bivocaine and kenalog. Thereafter, patient complained of pain down his leg. Patients physician diagnosed patients complaints as sciatic-related and referred patient to a rehabilitation specialist doctor for his spine. Patient continued to experience pain in his leg and hip and sought further treatment from a different physician. Physician diagnosed patient as suffering from heterotopic ossification of the right hip with decompression on the sciatic nerve and trochanteric bursitis. Physician prescribed additional physical therapy and injections. Upon information and belief, hip became loose in patient. Upon information and belief, hip generated excessive metal debris in patient resulting in high levels of metal ions in patients body. Patient's physician has recommended revision surgery. ***update*** (B)(6) 2012 plaintiff's fact sheet (pfs) received (B)(6) 2012. Changed unk asr hip to asr cup added femoral head and surgeon.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. H3 other text : not received

Manufacturer narrative:
Additional information: date of birth.